Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.